Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The maude online database report did not list any information with regards to the initial reporter, customer contact, or the location the event occurred. Unable to obtain additional information or product return as the customer contact/initial reporter/customer entity remains unknown, and no hospital name, address, or contact person with phone or e-mail is provided.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿the IV pumps were working and then stopped working with system error 1106021 keypad error." Unable to obtain additional information or product return as the reporting customer contact/initial reporter/customer entity is unknown, and no hospital name, address, or contact person with phone or e-mail was provided.